Manufacturer narrative:
Upon completion of the investigation it appears that the root cause for the tear in the silicone housing around the siphonguard may have been caused from a scalpel or another sharp instrument. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device was removed as it was shattered.